Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortous and moderately calcified abdominal aorta. A 4.0 x 20, 135cm mustang¿ balloon catheter was advanced for dilatation. However upon the initial inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another mustang¿ balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified a longitudinal tear in the balloon. The tear was located over the distal markerband and it measured approximately 3mm in length. A visual and microscopic examination found no damage to the distal markerband which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortous and moderately calcified abdominal aorta. A 4.0 x 20, 135cm mustang¿ balloon catheter was advanced for dilatation. However upon the initial inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another mustang¿ balloon. No patient complications were reported and the patient's status was good.